Event description:
The patient presented to the hcp stating that she woke up to the sound of her pump alarming. The drug contained in the patient's pump is morphine (unknown concentration/dose). The patient believes she is suffering drug withdrawal symptoms including, shakiness, dry heaves, nausea, sweatiness, and an increase in pain. The patient's drug pump was interrogated which showed a stalled motor alarm. The patient was given a prescription for morphine sulfate (15mg tabs) and valium (500mg tabs) to help with her withdrawal-induced insomnia. A few days later, the patient was admitted to the hospital with symptoms of intractable dry heaves. The patient was treated and released from the hospital the next day. A week later, the manufacturer's representative reported the patient's pump was explanted and replaced after 27 months implant duration. The patient did not suffer any patient injury and has subsequently recovered without sequela from the pump replacement surgery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.